Event description:
This consumer reported that the patient has a tooth type 2 at the time of placement. The consumer also reported that the time of loss in relation to implantation is 1 to 5 years after prosthetic restoration, the consumer also reported concerns with infection, mobility, tongue, pain & bruxism. Consumer reported that primary stability & osseointegraton we're not achieved.

Manufacturer narrative:
This consumer reported that the patient has a tooth type 2 at the time of placement. The consumer also reported that the time of loss in relation to implantation is 1 to 5 years after prosthetic restoration, the consumer also reported concerns with infection, mobility, tongue, pain & bruxism. Consumer reported that primary stability & osseointegraton we're not achieved.